Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced seven events where insets were inserted incorrectly on (B)(6) 2025. No further information available.

Manufacturer narrative:
The information in this complaint (B)(4) has been evaluated. The batch 6011562 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code insertion without removing needle guard. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6011562 was manufactured according to the wi version 76 manufactured in the line 5, on 28/feb/2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 016/jul/2025 against malfunction code insertion without removing needle guard and lot 6011562 and no other complaints has been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.